Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis (dka). The pump was "reset" and the blood glucose (bg) level elevated. The healthcare provider did not know if something was "wrong" with the pump. Although requested, additional information regarding the event was not provided.